Event description:
The iab leaked. This was the only info at the time of the report. On 7/28/98, the following was reported to datascope: the perfusionist was notified by the ccu nurse supervisor of a possible iab leak. The pump was then put on stand-by. No blood was noted in the tubing. The recommendation was made to leave the iab in the pt but on stand-by. The dr arrived 15 mins later and proceeded to remove the iab. After the iab was removed, no visible leaks or clots were noted in the balloon. There was no pt injury or complication after the event. The pt was stable. [Event complications]: none from the event-reported 7/1/98, 7/28/98. [Pt's current status]: stable-rpt'd 7/28/98.